Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) for an unknown duration. At this time, the lead remains implanted however therapy has been turned off. The physician believes that the lead is fractured. No asystole for greater than two seconds has been confirmed. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Three terminal leg segments were returned for analysis. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Additional information was received indicating the patient later expired. There were no concerns related to lead functionality at that time.